Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Following an atrial flutter procedure, the triple valve had detached from the hub of the sheath while being removed from the patient. The procedure had been successfully completed with no adverse consequences to the patient.

Manufacturer narrative:
One fast-cath hemostasis introducer, 12f, 40cm was returned for investigation. The sheath had been stretched and the sheath tube detached from the hub. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the stretched sheath and sheath detachment is consistent with damage during use.